Manufacturer narrative:
The company representative examined the system and replaced the u/s controller printed circuit board (pcb). The system software was re-installed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event lot for the date of (B)(4) 2012 does not reveal any abnormality related to the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that there was low phaco power and the system locked during a cataract extraction procedure. Following a delay of 20 minutes, an alternate system was used and the case was completed with no injury to the patient.